Event description:
At 1100 new IV 500cc IV bag containing retavase hung. IV pump set to deliver 25cc/hour. At 1600 IV bag found to be at 200cc/hour. Pt did suffer a cerebral bleed - which did resolve without neurologic damage.